Event description:
International affilate reports that the perforator plunged into the pt's brain while drilling during a craniotomy. The perforator became stuck in the skull and was disassembled and cut out using a high spped drill cutter.